Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and found a plug of powder prevented the monomer from entering into the cartridge. This indicates the dry mixing was not done prior to the vacuum, as written in the surgical technique. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was likely due to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # - (B)(4). Report source, foreign ¿ event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the mixing of cement was impossible. The liquid did not enter the powder space as the bag would not perforate. No patient consequences were reported.